Event description:
A malfunction alarm with code 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Cts assisted the customer by providing pump reset information and helped reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues arose.